Event description:
Right knee replacement/ left knee replacement [knee replacement]. Had a left shoulder surgery [shoulder operation]. Case narrative: initial information received from united states on 06-dec-2023 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4), (multiple devices suspect for same patient)(case for synvisc after 2019 injection). This case involves an unknown age male patient who had right knee replacement/ left knee replacement and had a left shoulder surgery with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had 14-15 knee surgeries in total (knee operation)and he frequently had synvisc one injected in the past. He then stated that he received synvisc one injections in the past and stated that they work very well and that's why he continues to have his insurance company to pay for it. He tells his friends and sister that they are well worth and he tells everybody to get synvisc one who has knee problems. He stated his pain managers/doctors used fluoroscopy to guide the needle into the knee joint where the cartilage was, so that the serum is going to where its supposed to then his doctors massages the serum for a few minutes in the knee joint. Patient had previous synvisc one injection on 2017, 2018, 2019 in 2020, the patient started using hylan g-f 20, sodium hyaluronate injection of strength 48 mg/6ml, once via intra-articular (batch number, expiry date, dose: unknown) for osteoarthritis information on batch number and expiry date was requested. Patient has had a right knee replacement about 5 weeks ago and a left knee replacement about 3 weeks after that (knee arthroplasty)(onset: oct-2023; latency: approximately 3 years). He had a left shoulder a few days ago(shoulder operation) (onset: nov-2023; latency: approximately 3 years) and was scheduled for right shoulder surgery after christmas action taken: not applicable for both events seriousness criteria: medically significant. At time of reporting, the outcome was unknown for both events.

Manufacturer narrative:
Sanofi company comment dated 13-dec-2023: this case involves an unknown age male patient who had right knee replacement/ left knee replacement and had a left shoulder surgery with the use of medical device hylan g-f 20, sodium hyaluronate. Based on the limited information provided regarding this case, causal role of the company suspect product can be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.